Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). No lot information provided. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently in the root cause investigation status. No determination has been made. Complaint history review/trend analysis: (24 months review and percent of sales) 41 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4), nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.36 stopcock valve unable to turn or rotate." The risk level is considered moderate. Based on complaint of "broken stopcock" this determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required, complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - stopcock closest to transducer and at chamber connecting to drainage back, both broken / not functioning. System replaced.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Lot number of the affected device was not confirmed. Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 stopcock valve unable to turn or rotate effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently in the containment & risk management status. No determination has been made. Further investigation to be carried out.

Event description:
Nt821731c - stopcock closest to transducer and at chamber connecting to drainage back, both broken / not functioning. System replaced.